Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382523 and lot number 5261068. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.

Event description:
Inserted IV, when pressed button to auto -retract needle, it did not retract. 2/2/2026 customer response: 1. In the medsun form mentioned that the date of the event as ¿dec-2025¿. Could you please specify the exact date when the reported issue happened? 12/30/2025 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. There was no impact to the patient. The IV insertion was successful. It was the safety device (retraction of the needle) afterwards that malfunctioned. It did not retract by pressing the button. Luckily, the staff member was uninjured. They carefully manually pulled the needle back out of the plastic catheter that remained in the patient¿s vein and disposed of the exposed needle into the sharps container without incidence.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.